Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the patient was implanted with impella rp for hemodynamical support. Upon removal of the impella rp, a thrombus was observed. Mattress suture tightened, 10 min manual finger compression on vein held to address the issue. Patient was stable post explant.